Event description:
Patient hospital records indicate the patient was diagnosed with prosthetic mitral stenosis and underwent replacement with another bioprosthetic device with no complications. Findings indicate two of the three leaflets of the mitral valve were heavily calcified.

Manufacturer narrative:
Bioprosthetic valve stenosis can be due to calcific tissue degeneration, non-calcific tissue degeneration, or non structural dysfunction. Without additional information and return of device, the nature of the reported stenosis cannot be determined. The explanted device and medical records have been requested from the healthcare provider but not yet received by edwards. Additional information and device evaluation results will be reported once received/completed.

Event description:
It was reported that an edwards mitral bioprosthetic valve was explanted after an implant duration of approximately 6 years due to mitral stenosis. No additional information has yet been provided.

Manufacturer narrative:
Device evaluation: as received, moderate to heavy calcification was observed in the cusp area of leaflet 1, moderate to heavy calcification was observed in the cusp area of leaflet 3 and heavy calcification was observed in the cusp area of leaflet 2. The free margins of leaflets 1 and 2 exhibited minimal calcification. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 6mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was minimal at the stent outflow and moderate to heavy at the stent inflow. Commissure 1 appeared slightly bent. Device evaluation confirms extensive calcification as the primary cause of the reported stenosis leading to this explant, in addition to host tissue overgrowth (pannus). Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency related to this event.